Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted due to high thresholds and loss of capture (loc). Outputs were increased and capture was obtained. The helix was extended and threshold measurements decreased. While closing the pocket, bleeding was noted. Attempts to control the bleeding were complicated by the ra lead. The lead was removed from the body, the bleeding was stopped and the lead was attempted again. Resistance was encountered while attempting to insert a stylet into the lead&#38112;lumen and the helix would not extend properly. The lead was again removed from the body and coil damage was visually observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician attempted to insert a stylet and could not, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.